Event description:
The customer reported that device gives intermittently gives solid red x with chirp and other times blinking red x with chirp and won't power on. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.